Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes it had missing labels. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "the customer's report is that the label was not affixed to several tubes."

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 20-dec-2022. 3 samples and 4 photos were returned by the customer in support of this complaint. A visual examination of samples and photos was performed and revealed a missing label on the vacutainer tube. Bd was able to confirm the customer¿s indicated failure mode with the photo provided. The exact cause of the issue cannot be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes it had missing labels. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "the customer's report is that the label was not affixed to several tubes.